Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that a peritoneal dialysis (pd) patient experienced an unspecified infection. Upon follow up with the patient¿s pdrn, it was reported the patient was hospitalized on (B)(6) 2024 following abdominal pain, nausea, and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and a wbc count of 1024/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient had a complicated hospital course as they experienced septicemia as a result of this infection. The patient recovered from these events, and was discharged to a skilled nursing facility on (B)(6) 2024. It was confirmed the patient¿s peritonitis, septicemia and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler post-discharge.